Event description:
Pt has type 1 diabetes and uses dexcom g7 sensors with a tandem hybrid closed loop insulin pump. His dexcom sensor read erroneously low for 2 days, causing his pump to underdeliver insulin. This led to hospitalization for dka. The dexcom g7 sensors are unreliable! They fail frequently and/or are inaccurate.